Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer reported that one cubie pocket failed on the main station half height drawer 6.2 and could not be recovered or ejected from the drawer. Upon arriving onsite, the problem was investigated, and it was found that the cubie was defective and could not be removed from the user end. Logged into the hardware test application allowed the defective cubie to be removed and the drawer to be recovered. The pharmacy technician would replace the cubie with a new one at a later time and reassign the medication, as a new cubie was not available when the engineer was onsite. The system functioned as intended after the field service engineer repaired the device.